Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014 the reporter contacted animas alleging that on an unspecified date, the patient experienced elevated blood glucose (bg) over 600mg/dl with no symptoms. The patient reportedly did not receive any treatment above and beyond the usual routine of diabetes care and management. The pump was unavailable for review at the time of initial contact. Customer technical support has made attempts to contact the reporter to complete troubleshooting, without success. This complaint is being reported based on the allegation that the patient experienced hyperglycemia and the pump could not be ruled out as a contributor in the alleged incident.

Manufacturer narrative:
Follow-up #1: date of submission 09/02/2015 device evaluation: the device has been returned and evaluated by product analysis on 08/12/2015 with the following findings:the black box data started on 07/17/2015; the data from the time of the reported incident was unavailable for review due to continued pump use. A review of the available pump histories did not find any errors, alarms, or warnings associated with the complaint. A review of the current total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.